Event description:
This event was reported as an explant @ implant: valve not closing. Dr removed valve right away. Moderate to severe mitral regurgitation with an av groove tear. Dr tried to repair av groove with felt. Pledgetts were placed on ventricle side. A central jet of 4+ was seen on tee. No further info was provided.